Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported that during upgrade procedure, the lead was tested and showed no obvious problems, but the doctor was unable to defibrillate the patient, despite several attempts at maximum outputs. The patient required external defibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.